Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported a left side "capsular contracture baker grade iii." Device explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: crease flat observed in the device. White particles in the surface of the shell. Observed a separation between the shell and patch out of specification per qa199.04, code ss and assessed as a workmanship. A further investigation is requested for the workmanship observation on the device. Further investigation summary: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 3566193 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated to this lot and the complaint. According to the device analysis performed in the laboratory, was observed split in patch area out of specification per qa199.04, code ss and assessed as a workmanship. According to the analysis review the reported complaint was unable to observed, however, the workmanship is not related to the reported complaint. A review of the current risk documents was performed and the event of split in patch is a known event, for which manufacturing process controls and inspections are stablished to reduce the incidence of this defect. During the trend review of all split in patch complaints for gel breast implants for the period of dec 2020 through nov 2022, was noted an outlier in apr 2021 and dec 2021. The additional analysis performed shows all that results met the acceptance criteria and no issues, deviations or non-conformances were found which could be associated to the split in patch event, so, no additional actions are deemed required at this time. The issue with split in patch will continue to be monitored and corrective action taken in the future if deemed appropriate. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported a left side "capsular contracture baker grade iii." Device explanted.